Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as directed in the user's guide following an unrecoverable alarm. The alarm is attributed to inadequate flow of dialysate to the cartridge. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure high alarm occurred during a routine hemodialysis treatment. Rinseback was not performed due to possible clotting of the circuit, resulting in an estimated blood loss of 190 cc. No medical intervention was required.